Manufacturer narrative:
(B)(4) d10: concomitant medical device - additional. H2: additional information,

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced ¿seizure-like symptoms¿ including shakiness in her hands and being diaphoretic. At this time, the patient¿s cgm was reading 398 mg/dl. The patient was also wearing a tandem insulin pump. One of the patient¿s colleagues had a bg meter, and confirmed the patient¿s bg via fingerstick, which was 30 mg/dl. The patient¿s collegiate called the paramedics. The paramedics treated the patient with 2 ¿sugar gels¿, each containing 15 carbohydrates each. Her bg meter reading after treatment was 80 mg/dl. The patient was not transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.